Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and mildly calcified left circumflex (lcx) artery. A 3.50 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed and pre-dilatation was performed again. When the physician attempted to re-insert the device, the proximal edge of the stent was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.